Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified for the wake button. The unexpected shutdown issue issue was due to the user not charging the device; no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down unexpectedly. In addition, the wake button was not functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 153 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.